Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information. The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The initial reporter named is a getinge employee whose contact details differs from that of the event site. A phone at the event site is: (B)(6). The full name of the event site is (B)(6).

Event description:
It was reported that during preventive maintenance the the cs300 intra-aortic balloon pump (iabp), unit would turn off when rocked or shaken. However, there was no patient involvement, thus no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
During preventive maintenance a getinge field service engineer found the unit would shut off when moved or shaken during battery use. The fse troubleshot and found the issue to be the battery to power supply cable. Fse disassembled the unit removed and replaced this cable. Re-assembled and performed a full pm functional check, unit has passed all test and calibrations and is now ready for clinical use.